Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. Therefore, a device history record review is not required. Investigation summary: the sample was not returned for evaluation, however, one medical image was provided for review. The investigation is confirmed for disconnection and leak issues as it appears that there may be a contrast injection through the external port-a-cath catheter. There also appears to possibly be leakage of contrast outside of the port-a-cath likely in the surrounding chest wall tissue. A definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device not returned.

Event description:
It was reported that the catheter allegedly disconnected from the port body. It was further reported that a leak was identified after the needle puncture. Reportedly, the patient experienced redness near the port body and intense pain with outflow of liquid through the needle insertion site. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, an image was provided for review. The investigation of the reported event is currently underway. (Expiry date: 11/2024).

Event description:
It was reported that the catheter allegedly disconnected from the port body. It was further reported that a leak was identified after the needle puncture. Reportedly, the patient experienced redness near the port body and intense pain with outflow of liquid through the needle insertion site. The current status of the patient is unknown.